Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the changeout of the implantable pulse generator (ipg) insulation damage was observed on the right atrial (ra) lead. High and rising thresholds were also noted on the patient parameter history for the right ventricular (rv) lead. Reprogramming of the rv lead was previously carried out . Both leads were capped and replaced. No patient complications have been reported as a result of this event.